Manufacturer narrative:
(B)(4). Date sent: 03/05/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip fired fine then multiple clips scissored in the jaws when applied. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.